Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the customer's report was observed. The device was then returned to zoll medical corporation for further evaluation. However, the device was put through extensive testing including stress testing using test batteries without duplicating the report. An internal inspection of the device found no discrepanies. The device was recertified and returned to the customer. The battery used at the time of the report was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.